Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/ non-emergency treatment and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray function of the system had stopped working and it displayed an "x-ray not available" error message. Review of the log file confirmed the reported malfunction. The fse examined the system and determined that the issue was most likely with the x-ray pc. The failure analysis confirmed the malfunction with the x-ray pc (suite pc) and the cause of the failure was failed hdd (hard disk drive). However, the fse replaced the x-ray pc and reinstalled the system software which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray is not available, and the system is down. The patient had to be relocated to another room to finish the case. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the x-ray pc was replaced and software was installed, the system was returned to use in good working order.